Event description:
Customer reported testing with the freestyle meter and getting erratic results of 483 mg/dl, 244 mg/dl, and 399 mg/dl all within 15 minutes of each other. Tests were reported to have been performed on the finger. The freestyle results reported by the customer and the results obtained during precision testing differed by more than 20% and meets the MFR's definition of a malfunction.